Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the endoscope. However, a definitive root cause could not be determined. Reprocessing information: based on additional information received, in general, the customer is trained by olympus for processing practices in accordance with the instructions for use. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-290 series operation manual ¿chapter 3 preparation and inspection¿. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual ¿chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
(B)(6) 2024. 08:48:59 paolo sumaray: uk8. During the repair process of the device, there was contamination evident in the air and water channel. This finding was highlighted as a potential adverse event (pae) after the risk summary app (rsa) generated the pae code gia2001a.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.